Event description:
It was reported that at the patient's three month follow up the lead had no capture. On x-ray the lead appeared to be outside the heart silhouette. The lead was repositioned successfully and remains in use. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.